Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a thrombectomy procedure in the popliteal artery using an indigo system aspiration catheter 7 (cat7), a lightning aspiration tubing (lightning), and a non-penumbra sheath. During the procedure, while advancing the cat7 through the valve of the sheath, the physician experienced resistance and, subsequently, kinked the distal end of the cat7. Therefore, the cat7 was removed. The procedure was completed using a new cat7 with the same lightning and sheath. There was no report of an adverse effect to the patient.